Manufacturer narrative:
Investigation summary: introduction: the complaint investigation for discrepant results when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. (B)(4)) from kit lot 5293769 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Batch history review the review of quality control records of bd onclarity¿ hpv assay kit lot 5293769 revealed no anomalies that could explain the customer¿s discrepant results. Investigational testing customer complained about discrepant results for hpv 31 target when using the bd onclarity hpv assay kit. Customer provided run files (r_htcrg0038_hpv20260511_112635 and r_htcrg0003_hpv20260512_192109) from bd cor¿ gx instruments crg0038 and crg0003 respectively, for investigation. Samples corresponding to the description of the customer¿s issue were found for samples ending with *4379-01, in wells b08 (run *112635) and d05 (run *192109), which correspond to master mix (mm) g2 containing the hpv31 target in the hex channel. Manual pcr curves adjudication was performed on these samples and revealed late and low amplification in the hex channel (hpv31 target), for well b08 (run *112635), above the threshold to obtain a positive result (CT 36.0), resulting in a negative result. For the repeat in well d05 (run *192109), the positivity threshold was reached (CT 30.1). Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd onclarity¿ hpv assay kit lot 5293769. Conclusion: overall, based on the investigation, a specimen at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s discrepant results. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. The initial test result was hpv31 negative. Sample was repeated and result was hpv31 positive. There was no report of patient impact.